Event description:
Affiliate reports that the perforator did not disengage. Perforation on safe bone occurred and dura meter was damaged.

Manufacturer narrative:
It does not appear as though product will be returned; however, a lot number has been provided; therefore, a review of the device history records will be performed. We anticipate that the review of the device history records will reveal that the product conformed to all testing/manufacturing specifications. If we find any thing other wise, a follow up report will be filed. If the product is returned, an investigation will be conducted. Trends will be monitored for this and/or similar complaints. At the present time, this complaint is considered to be closed.